Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer's blood glucose level was unknown at the time of incident. The customer stated that the error occurred during self test. Customer also stated that the insulin pump had alarm which is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No pump error 63 or pump error 130 noted during testing or in trace download analysis. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test, self test and displacement test.